Event description:
Provider states that the seat upholstery is ripping along the side where it attaches to the chair.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.